Manufacturer narrative:
(B)(4). A companion sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation on 04/21/2011. Nine unused companion samples were received for evaluation. Each sample was checked for flow by spiking the set into a 1000ml solution bag containing sterile water and re-priming per label copy. A 2c7461 in-house secondary set was also spiked into a 1000ml solution bag and was then attached to each y site. All three y sites on all of the nine samples were then checked for flow/re-knit. All nine sets primed normally and all y sites (27) flowed normally with no re-knit observed. Since the returned samples primed and flowed as designed, the reported condition was not be confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter a continu-flo solution set in which the users are having "a very difficult time getting injections into the clearlink port." According to the report, they were attempting to inject an unknown anesthesia drug into the set using a becton dickinson luer locking syringe. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. This is report 1 of 4 of the same reported problem from this facility. No additional information was available.